Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the left anterior descending coronary artery. While advancing the 2.5x15mm nc trek into the sheath over the guide wire, the proximal shaft snapped in half. The device was removed without issue. There were no kinks or other issues noted prior to inserting the balloon and no abnormal force was applied when inserting the balloon. There was no reported adverse patient effect and no clinically significant delay in the procedure. Another trek was used to continue the procedure. The procedure was completed without any other issues and the patient was discharged. No additional information was provided.

Manufacturer narrative:
Visual inspection was performed on the returned device. The reported separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents/complaints from this lot. The investigation determined the reported separation appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.